Manufacturer narrative:
Zoll medical corporation has not rec'd the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the electrodes would not adhere to the pt's skin. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.